Manufacturer narrative:
Qa inspection of the returned component found the part conforming to all drawing specifications. This would indicate that there would be no reason for femoral stem itself to have caused the reported incident. Despite requests, no radiographs or additional information have been received. Without further information such as which size stem was used to revise, how deep the implant had sunk, which size broach was originally used, it would not be possible to identify a root cause for this event as there could be various anatomical or surgeon related factors that could be contributing. It was not possible to carry out a full investigation to identify the root cause as there was insufficient information provided so no conclusions could be determined.

Event description:
It was reported the patient underwent a primary hip surgery in (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to stem subsidence. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2013 (exact date unknown). Manufacture date - unknown. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.

Manufacturer narrative:
Medwatch has been updated with additional information that was received on (B)(6) 2014. This information was not available at the time of the initial MDR report.